Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Guenther, m., s. Kolschmann, et al. (2014). "Substernal lead implantation: a novel option to manage dft failure in s-ICD patients." Clin res cardiol: epub before print.

Event description:
Boston scientific received information from a literature review that discussed failed defibrillation threshold (dft) testing in an subcutaneous implantable cardioverter defibrillator (s-ICD) system. It was noted that the patient had a prior implantable cardioverter defibrillator (ICD) system removed because of a device infection. No additional adverse patient effects were reported. The patient and ICD system identifiers were not available upon request.